Event description:
Pt was ordered to have versed prior to PICC placement. Versed 2.12 mg given. After PICC placement, pt was noted to be jittery. Initially too irritable to take po. O2 sats 97%, p=180, b/p 83/47. Pew score 1.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.